Manufacturer narrative:
(B)(4). D10: 42500005802, femur cemented posterior stabilized, (B)(6). 42521400410, articular surface fixed bearing, (B)(6). G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, they had a revision due to tibial loosening approximately 4 years post-op. Surgical technique was utilized. The tibial component was revised using a stemmed construct with augments. Attempts have been made and no further information has been provided.